Event description:
The report is from the study. The patient was a male, with a history of hypertension. The target lesion was the ostium of the right internal carotid. Pre-procedure stenosis was 92%. Lesion length was 22mm and diameter was 4.5mm. The lesion was concentric with severe calcification and moderate tortuousity. A precise rx 8 x 40 was deployed at the target lesion. An angioguard rx size 5 basket, was successfully deployed and retrieved during the procedure. During the procedure, the patient had a gradual onset tia with reflex changes. The patient recovered fully in less that 24 hours. The patient was discharged the following day (2009).

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2009-00854. Additional information will be submitted within 30 days of receipt.